Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the customer reported "white screen" which was reproduced as a distorted screen with half of the screen white. The cause was determined to be a failed display, which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had a white screen. The process step was not provided by the reporter. There was no patient involvement. No additional information is available.